Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after filling the cartridge with 300 units of insulin.  Customer's blood glucose ranged from 170-365 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to alternate method of insulin therapy.